Event description:
The customer reported that the system shut down un-commanded then would not boot up again. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc circuit board was replaced. The system was then found to be operating as intended.